Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer had a "high white blood cell count" attributed to elevated stress. Reportedly, the customer "had pump removed and was given insulin manually with syringe" to address the bg. Customer was discharged from the ICU three days later, (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check. Recommendation was made to consult with a healthcare provider regarding diabetes management.